Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on (B)(6) 2013, the operation was performed for the patient who had a proximal tibial fracture. Patient was implanted with 3 compression plate (3cp-plt and screws. Because the patient got infected, the removal operation was performed on (B)(6) 2013. The hexagonal holes of the two locking screws head 413.30s were stripped, and they could not be removed. One of them was removed by using a carbide drill; surgeon could not drill the other screw, which was placed in the posterior of the most proximal part of the tibia by even using the carbide drill. As a result, the locking screw was removed together with the plate (422.222s). From the doctors point of view, the excessive load was applied, and the screw was deformed by the stress on the area where the screw touched to the plate. The sales staff confirmed that the operation was performed by the suitable operation procedure. This complaint is on the unknown remains screws removed. This is 4 of 4 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. This report is on an unknown screw(s), qty. Unknown, part and lot numbers are unknown. Without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Device used for treatment, not diagnosis.